Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence; was advised to continue using pump, and was instructed to call back if malfunction reoccurred, which customer acknowledged and understood.